Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.

Event description:
Clinical study. Same case as MFR report #: 2134265-2009-02591. It was reported that following a percutaneous carotid artery intervention stenting treatment procedure that the patient returned with in-stent restenosis. The index procedure treated the 80% stenosed 5x15mm target lesion located in the ostium right common carotid artery. Treatment utilized a bsc filterwire ez and the placement of a 4-9x30mm nexstent. A second 4-9x30mm nexstent was placed to treat a vessel dissection that occurred during the index procedure. It was noted that the event was possibly related to the study procedure but unrelated to the nexstent and filterwire ez. Following post dilation with an unspecified device the residual stenosis was 10%. One day post procedure the patient was discharged with a nih stroke value of 0. The patient returned 363 days following the index procedure for a scheduled 12 month follow up ultrasound and a less then 59% restenosis was noted. The patient was then seen for a 12 month follow up visit on day 378 and was asymptomatic with an nih stroke scale of 0. No further action was taken at this time. Per the physician, the relation of the study device to the event was listed as "possible".